Event description:
Account states sponge separated from stick and ended up in the vagina of the pt.

Manufacturer narrative:
This type of complaint is supplier related. The sponges were formerly attached to the prep sticks via a solvent. The present method used is ultrasonic welding. This procedure involves several process parameters which include radio frequency, time and pressure. The cause for the sponge falling off the stick could be due to an upset of one of these process parameters.